Manufacturer narrative:
Per my conversation with you just now, I am emailing and formally reporting to you/ g21 the details of the event last night with the balloon kyphoplasty. Around 6:00 pm (B)(6) who is the representative in (B)(6) called me to tell me there was an issue with our bone drill during a multi-level kyphoplasty. The procedure was performed at (B)(6) surgery center by dr. (B)(6) on a patient named (B)(6). (B)(6) mentioned the distal tip of the drill broke off inside the vertebral body. This seemed highly unusual given the typical weak bone density of osteoporotic or cancer patients and I inquired about patient age, pathology, and surgeon indications for the procedure. He suggested the patient was a (B)(6) male who had extremely hard bone quality to the extent that the surgeon was using a mallet to try to advance the drill anteriorly in the vertebral body. After this in further turning and torque of the drill which was apparently stuck in the bone, it sheared off at the distal tip. They were not able to retrieve the drill piece as confirmed in the picture of the x-ray forwarded. X-ray images confirmed very dark (dense) bone. (B)(6) mentioned a CT image confirmed fracture at the end plates as indication for the procedure that was due to trauma. To my knowledge this event caused no patient harm and the surgeon filled cement around the bit. Per FDA policy, we must follow FDA procedures in reporting this event. The drill was inside a kit from catalog number #900016 with lot number 20210700105 expiration 12/2023. (B)(6) has retained the remaining broken drill so it is possible to retrieve for quality inspection. I forwarded a copy of our v-steady IFU and noted the indications do not include treatment of traumatic fractures such as this patient, nor would proper surgical technique be followed in malleting a drill when it could not be turned and advanced.

Event description:
The distal tip of the drill broke off inside the vertebral body of the patient during a multi-level kyphoplasty. The initial reporter reported that this seemed highly unusual given the weak bone density typical of patients with osteoporosis or cancer, but the patient had extremely hard bone quality to the extent that the surgeon was using a mallet to try to advance the drill anteriorly in the vertebral body. After this in further turning and torquing of the drill which was apparently stuck in the bone, it sheared off at the distal tip. They were not able to retrieve the drill piece as confirmed in the x-ray forwarded. X-ray images confirmed very dark (dense) bone. Surgeon mentioned a CT image confirmed fracture at the endplates as indication for the procedure that was due to trauma. The initial reporter mentioned that the surgeon knowledge confirmed that this event caused no patient harm and the surgeon filled cement around the bit. Was not informed if the patient has any special condition.